Manufacturer narrative:
Device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on various days and involved a 7" smallbore trifuse ext set w/remv 3 microclave® lear (glow, purple rings), 3 clamps, rotating luer where it was reported that in the past two weeks, they had instances of cracked microclaves reported in the neonatal intensive care unit (nicu). Initially, there was concern that the peripherally inserted central catheter (PICC) lines were causing the issue, but current feedback points toward the microclaves themselves as the source. There were complaints of cracking at the base of the microclaves. Initially they suspected the cracking of the microclave was coming from the connecting to the 1f vygon PICC. They use other sizes of PICC but primarily the 1f. It was also stated that they teased this out as they see the leaking from the base of the microclave even on the trifuse extension set. The event date is ongoing approximately for one calendar year. Status was during patient use. There was patient involvement, no human harm and unknown in delay in therapy. This captures 1 of 2 occurrences.

Manufacturer narrative:
The device for the second occurrence was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A DHR review could not be conducted because no lot number was identified. Corrected information can be found in h6 medical device problem codes.